Event description:
The device was used during a laparoscopic adrenalectomy. Reportedly, a component disengaged. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.